Event description:
The customer reported that the system would start up then shut down, the field engineer noted that there was a precharge voltage error. This error will likely prevent the system from booting, which would result in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.